Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a failure to alarm at the patient information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to resolve the issue. The tc instructed the customer that they needed audit log information along with the bed label and missed alarm to do any sort of investigation. The tc also asked for the patient monitor product information but the customer failed to provide any further details about the failure to alarm. The tc stated that the case was closed without any investigation due to the customer not being able to aid the investigation. Their is insufficient information to rule out a product malfunction. The customer could not provide any details regarding the failure to alarm and the case was closed with no investigation after the tc tried to work with the customer many times. The tc informed the customer about how to document the issue to aid in any further investigation if the issue were to recur. H3 other text : the customer did not respond to requests for additional data and information.

Event description:
The customer reported that there was a failure to alarm at the patient information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.